Event description:
I had a endometrial tumor removed in 2007. My doctor used alloderm to repair my abdominal wall muscle. In march of this year, I started to experience pain in the same area of the graft. I also developed a blister on the scar filled with blood. I went to the doctor and had a CT scan that did not show any other endometrial tumors. I am in constant discomfort and have been thinking of having an MRI. Dates of use: 2007 - 2008. Diagnosis or reason for use: removal of abdominal muscle/endometrial tumor.